Event description:
"1st big bag of methotrexate scanned and connecting to patient. Noted the chemo lock not "locked" online. Appears the cap is defective. Chemo pharmacy had to remake because pharmacy said they couldn't put in the hood again to put new cap on. Delay of 34 minutes from a chemo where instructions say to be immediately following. Recommendation- pharmacy to check the lock prior to sending up."